Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 350 mg/dl and a high ketone level identified as life threatening by healthcare provider. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Customer delivered a bolus via the pump to attempt to address bg and was treated with intravenous fluids of insulin and saline in the hospital. Reportedly, the customer was released on november 22 with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended, and no issues were found with the cartridge, insulin, or infusion set.